Event description:
It was reported that this lead was capped due to oversensing and impedance values over 3000 ohms. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided x-ray image and x-ray movie could not confirm the reported externalization of conductor cables. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinically observed electrical peculiarities. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.